Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached from the catheter. Another device was used to perform the procedure. There was no reported patient involvement.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly detached from the catheter. Another device was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation in two segments. A visual inspection found a detachment of the balloon and catheter shaft. Therefore, the investigation is confirmed for the reported detachment. The definitive root cause for the identified detachment could not be determined based upon available information. It is unknown whether a procedural issue contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (results 1, conclusion 1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.